Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Factors that may contribute to the suture separation prior to use include, but are not limited to, user mishandling during removal of device from packaging or accidental removal/ manipulation of device during preparation. Given the available information the complaint cannot be confirmed. The root cause cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: initial reporter phone number # updated to (B)(6).

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a lower extremity interventional procedure using an 8f sheath. Reportedly, during preparation and inspection prior to use in the patient, a suture break occurred. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.